Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) and right atrial (ra) leads, stored signal artifact monitoring (sam) episodes and disabled minute ventilation (mv) due to noise with oversensing and low out-of-range rv pace impedance measurements less than 200 ohms. No inhibition of pacing was observed during the sam events; ap-ns throughout with intact rv conduction. Ts discussed that this noise appeared to be attributed to electromagnetic interference (emi). The pacemaker and leads remain in service. No adverse patient effects were reported.